Event description:
On (B)(6) 2013, a nurse contacted animas on behalf of the patient and stated that on (B)(6) 2013, the patient was admitted to the hospital with blood glucose (bg) of 1176mg/dl and polyuria and nausea. The patient reportedly came through the ER and was admitted to the ICU and was placed on IV insulin and fluids. Customer technical support (cts) reviewed the bg history in the meter and found that the patient only checked bgs twice each day on (B)(6) 2013, and that the patient did not always deliver a correction bolus for elevated bgs. The patient tested multiple times on (B)(6) 2013, with several bg readings of "high" (>600mg/dl) on that date. The last bg test prior to hospitalization was at 0:38hours on (B)(6) 2013, with a bg of "high." A review of the prime history shows that the patient changed his site on (B)(6) 2013 and possibly twice on (B)(6) /2013; multiple primes were noted with each site change. No correction boluses were given after the site changes and the patient also reportedly did not correct via syringe. A review of the alarm history shows an auto off alarm on (B)(6) 2013, at 12:23am, and the pump was not primed until 2:13am the same day. A review of the bolus and total daily dose histories show all boluses were delivered as programmed. Cts reviewed the pump settings with the reporter and found that the insulin sensitivity factor (isf) was set at 1:32, but the educator reported the last known isf to be 1:40. The patient admitted to changing the isf on his own. The patient also reportedly had slightly increased basal settings since his last visit with his healthcare provider (hcp) but confirmed the settings are "basically correct." There were no reported cartridge, site, or set issues. The patient could not recall if the cannula was bent with any of the site changes. The patient stated that he changes his site every two days, but the prime history indicates site changes every three days or less frequently. Troubleshooting also indicated incorrect insertion technique. The patient reportedly also does not check his bgs regularly. Cts advised the reporter that there was no pump defect found on troubleshooting. The patient was advised to change the site with two consecutive bgs over 200mg/dl or with one bg over 400mg/dl, and to monitor bgs after a site change. The patient was also advised to contact his hcp for protocol for bg management when bgs are elevated, and to consult with his hcp regarding frequency of bg checks. There is currently no indication of a pump malfunction. However this complaint is being reported because the patient allegedly experienced severe hyperglycemia with multiple contributing factors while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed an ¿auto timeout- pump suspended¿ recorded on (B)(6) 2013 at 00:23 which was not resumed until 02:13. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.